Manufacturer narrative:
Insulin pump received with compromised force sensor alarm during the basic occlusion test due to end cap broken off. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot,and cracked battery tube threads.

Event description:
Customer reported via phone call that when belt clip was removed, the entire bottom portion of insulin pump fell out. Customer reported that drive support cap was sticking. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.